Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. There were numerous shaft kinks throughout the catheter. Magnified inspection of the balloon revealed a pinhole and scratch over the markerband. Magnified inspection of the proximal bond and markerbands did not reveal any damage or irregularities. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 1mm non bsc balloon catheter was advanced but failed to cross the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon inflation at 10 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 1mm non bsc balloon catheter was advanced but failed to cross the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote&#10245;s balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon inflation at 10 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.